Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -5.50/+6.0/092 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2020. The lens was reported as having lens rotation not associated to a low vault and patient experienced a refractive surprise. The lens was repositioned and the eye has improved. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.